Manufacturer narrative:
Intuitive surgical, inc (isi) did receive a da vinci product; however, the failure analysis evaluation has not been completed. Vessel sealer show that the instrument was installed 1 time on universal surgical manipulator (usm) 2. E-200 generator activation logs show quantity (qty) 17 seagull_bipolar (coagulation) and qty 57 seagull_seal events with no errors. The instrument was used for about 17 minutes. The logs did not show any instrument-related errors.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer curved (vsc) instrument produced multiple insufficient seals, which led to increased blood loss after sealing. This was noted on the vessels next to the bladder flap on the left and right sides. The vsc was used on multiple different structures; all appropriate sealing tones were heard; no error messages were produced during the sealing sequence. The seal would be complete, but would not hold, causing bleed. The bleeding was addressed by sealing again with the vsc which was required multiple times. The insufficient seal and bleeding were increased if the tissue was under tension prior to sealing. The surgeon eventually stopped using the vsc and switched to a bipolar instrument with no issues. Estimated blood loss for the procedure was 50cc when the surgeon expects less than 25cc for a standard robotic hysterectomy. The procedure was completed robotically, and the patient is recovering well.